Manufacturer narrative:
The device was received and evaluated. No timeouts or drive stalls were seen in the device data. A leak was observed in the external portion of the soft cannula. A tear was observed at the location of the leak. It is unknown how or when damage occurred or if it contributed to the reported event. No other components were observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 355 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.